Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had plasma free hemoglobin (hgb) on (B)(6) 2022 that was at 57 and a lactate dehydrogenase (ldh) of 373, which was elevated for the patient. The patient was started on a heparin drip and their ldh and plasma free hgb was monitored. The patient's watts were at their baseline but healthcare providers suspected potential pump thrombus. Log files from 23apr2022 to 24apr2022 were submitted for review. Log files presented low flow alarms and the flow level appeared to fluctuate below the threshold of 2.5 liters per minute (lpm). Some of the low flow events captured in the log files were not sustained for at least 10 seconds so the audible alarm was not activated. The low flow events occurred when the pi was elevated. The low flow events seemed to be a patient related issue and not device related. Thrombus was not able to be confirmed, and it was noted that the patient's international normalized ratio (inr) levels were high and low since implant. When inr < 1.8 the patient was on lovenox injections until inr was > 2.0. No changes to pump parameters were made. The patient had a ramp echocardiogram (echo) on (B)(6) 2022 prior to admit. At the time the patient's inr was 3.3. The echo showed left ventricular systolic function was severely decreased and the left ventricular ejection fraction was calculated to be 8% (+/- 3%). There was grade iii (severe) diastolic pattern with elevated left atrial pressure. There was severe global hypokinesis of the left ventricle (lv). The right ventricle (rv) size was normal and the right ventricular systolic function was severely reduced. The left atrium (la) was moderately enlarged. The right atrial (ra) volume was severely dilated indexed by body surface area. There was moderate aortic regurgitation, moderate tricuspid regurgitation, and no pulmonary hypertension. Compared to past echo on (B)(6) 2022, the rv function decreased, la volume index increased from mild to moderately dilated, ra volume increased from mild to severely dilated. With decrease in flow from 3.4 liters to 2.2 liters there was no real change in ejection fraction. No symptoms of thrombus were exhibited by the patient. Lab values were the concerning factor. Patient was started on heparin venous thromboembolism (vte) protocol with a partial thromboplastin time (ptt) goal of 60-100 and stopped coumadin. Patient remained on acetylsalicylic acid (aspirin) 81 mg daily. Thrombus had not been resolved and the patient's ldh remained elevated and was 351 on (B)(6) 2022 and the patient's plasma free hgb has lowered and was 18 on (B)(6) 2022. The patient was listed as united network for organ sharing (unos) 2e due to mod-severe aortic insufficiency (ai), rv dysfunction, and a cardiac index of 1.5. The low flow alarms were due to a combination of hypertension and rv dysfunction. No more low flow alarms occurred and the patient was started on milrinone glucose tolerance test at 0.2 mcg/kg/min. The patient was also started on hydralazine 25 mg three times a day and on metoprolol succinate 50 mg daily. It was noted that prior to implant it was noted that the right ventricle was not well visualized and the right ventricular systolic function was low normal in limited views. During implant the right ventricular size was small and right ventricular systolic function is low normal. The right heart failure was multifactorial and the primary cause could not be determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from 23apr2022 at 6:43:55 through 26apr2022 at 10:31:12. Low flow events were captured throughout the log file from on (B)(6) 2022 at 6:43:55 through on (B)(6) 2022 at 9:22:44. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jul2020. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists device thrombus, hemolysis, aortic insufficiency, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.